Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the magnetic brake to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, recoverable fault error 32100 occurred. The customer contacted the technical support engineer (tse) after the procedure and informed that universal surgical manipulator (usm) 2 was disabled during the surgery. The procedure was completed with no reported injury.